Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer reported that red and blue injection sealing caps have "broken apart".

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.